Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that failure to interrogate due to loss of radio frequency (rf) telemetry was observed on the patient device. It was noted that the patient underwent a cardiac MRI which coincided with the loss of rf telemetry. Programming change was made in clinic. No patient complication was noted.